Event description:
A literature article stated that multiple patients experienced a posterior capsular tear during a procedure. They were able to be implanted with a posterior chamber intraocular lens. Additional information has been requested but none has been received.

Manufacturer narrative:
Clinical investigation on angle-closure glaucoma patients with cataract treated by phacoemulsification combined with trabeculectomy, int eye sci, vol 13, no. 11, november, 2013. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).